Event description:
It was reported an oncology patient underwent a total hip arthroplasty on (B)(6) 2011 due to tumor removal. On (B)(6) 2014 the patient underwent a revision procedure to correct a leg lengthening issue. Subsequently, the patient has dislocated and is need of a subsequent revision. A date has not been set for the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "undesirable shortening of limb," and ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity.¿ this report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-08209 / -08210).

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct information that was reported in error on a previous medwatch.

Event description:
It was reported that an oncology patient underwent a total hip arthroplasty on (B)(6) 2011 due to tumor removal. On (B)(6) 2014 the patient underwent a revision procedure to correct a leg lengthening issue. Subsequently, the patient underwent a revision procedure on (B)(6) 2015 as the increased leg length is causing the patient to dislocate. A custom proximal femur, 3cm segment, stacking adaptor, and a head were implanted during the revision. There were no complications during the revision and everything went as planned.